Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple malfunction alarms occurred. Additionally, it was reported that an occlusion alarm occurred. The cartridge and infusion set changes were performed to resolve the issue. There was no reported impact to the customer's blood glucose level. Reportedly, the customer had an alternate pump available for insulin therapy.